Event description:
It was reported that the patient called with concerns about his inflatable penile prosthesis (ipp). The patient is unhappy with his surgeon, he feels that the dr. Has not spent the time needed with him to teach him about his implant and because of that he is experiencing complications, such us: difficulty identifying the deflate button, difficulty activating the device, and he does not get the pop every time. Patient services specialist offered him the name of two patient champions to assist him with identifying the components from a man to man status and also offered him trouble shooting techniques to include reboot/burp/anti-stiction/pull down technique and manual reset for the valve. Patient services specialist also exercising his device with him to assist in maximizing the capability, as the patient stated that he lost size in both girth and length. The patient asked for assistance in finding another urologist in his area, therefore, patient services specialist directed him to edcure.org. It was further reported that the patient went to see another dr. For a second opinion who told him that he might have a recall device. The patient called to ask if his device is in the recall. Patient services specialist told him that the information regarding the recall needed to come from his dr. Office and that they could work with the local representative to determine if his device is in scope.

Manufacturer narrative:
Updated information: model, lot, manufacture date, expiration date, if remedial act init, type, correction/removal reporting # b3: the exact event date is unknown.

Manufacturer narrative:
The exact event date is unknown.

Event description:
It was reported that the patient called with concerns about his inflatable penile prosthesis (ipp). The patient is unhappy with his surgeon, he feels that the dr. Has not spent the time needed with him to teach him about his implant and because of that he is experiencing complications, such us: difficulty identifying the deflate button, difficulty activating the device, and he does not get the pop every time. Patient services specialist offered him the name of two patient champions to assist him with identifying the components from a man to man status and also offered him trouble shooting techniques to include reboot/burp/anti-stiction/pull down technique and manual reset for the valve. Patient services specialist also exercising his device with him to assist in maximizing the capability, as the patient stated that he lost size in both girth and length. The patient asked for assistance in finding another urologist in his area, therefore, patient services specialist directed him to (B)(6).